Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Analysis summary: post market vigilance (pmv) received two devices. The visual inspection of the returned product noted. {instrument 1} the instrument firing knobs were retracted and the articulation lever was in neutral position. Visual inspection of internal components revealed sheared teeth on the firing rack at site of initial firing post clamp up. {instrument 2}the instrument firing knobs were retracted and the articulation lever was in neutral position. Pmv performed functional testing which included. Pmv loading unit used in testing. {instrument 1}the instrument was successfully loaded with an single use loading unit. The instrument loaded, clamped, yet would not cycle due to the sheared firing rack teeth damage. An access hole was cut into the instrument body for visualization of the firing rack. {instrument 2}the instrument was successfully loaded with an single use loading unit. The instrument successfully, clamped, cycled fully, opened and unloaded repeatedly without difficulty.

Event description:
According to the reporter: during a thoracoscopy - wedge resection/lobectomy procedure, the stapler was making strange noise, not able to fire and close. They opened a second stapler, loaded it and it would not fire. Opened a third stapler and experienced the same issue. They opened a fourth stapler and it worked. They used a new reload with each stapler. There was no patient injury or harm reported.